Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an impedance anomaly. The lead was capped and replaced. The patient would be monitored through merlin.net.